Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the doctor had a general complaint that the cuff on the hickman line of products seemed to be different. It was stated that the cuff was not able to form tissue ingrowth well, hence resulting in the catheter "slipping" out. No details were provided on a specific event. No patient harm was reported.